Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6). ) displayed the prompt: "pull up lifeband and press restart" was confirmed in both the archive data and during functional testing. The archive data showed numerous user advisories (ua) 45 (not at "home" position after power-on/restart) on the customer's reported event date. User advisory 45 is displayed on the lcd with the prompt "pull up lifeband and press restart." The ua45 was replicated during initial functional testing. The root cause of the ua45 advisory message was that the driveshaft was not in "home" position, most likely attributed to unintended user error. Visual inspection of the autopulse platform showed no apparent physical damage. The channel die-cast was observed to be heavily contaminated with fluid ingress, unrelated to the reported complaint. This observation is attributed to user mishandling. The channel die-cast was replaced to remedy the problem. A review of the autopulse platform archive was performed, and it showed that on the reported event date, the autopulse was powered on multiple times with user advisory (ua) 45 (drive shaft not at home position). The ua45 advisory is followed by the device prompting to "pull up lifeband and press restart" due to the driveshaft not being at "home" position; thus, confirming the reported complaint. A user advisory is normally a clearable error message, and it is designed into the autopulse platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45), pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Functional testing failed as the autopulse platform displayed a ua45 advisory message upon powering up, followed by the prompt to "pull up lifeband and press restart, confirming the reported complaint. The driveshaft was rotated to "home" position to remedy the ua45 advisory message. Subsequently, the autopulse platform successfully passed a run-in test using the 95% patient test fixture (lrtf) with known-good batteries until discharged. Following service, a brake gap inspection was performed and verified the brake gap was within the specification. A load cell characterization test was performed and confirmed that both cell modules were functioning within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number 33971. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use only indication is prominently displayed on device labels and in the device manual. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
During an attempt to resuscitate a patient in cardiac arrest, the autopulse platform (sn (B)(6). ) displayed the prompt: "pull up lifeband and press restart." The crew replaced the lifeband and tested the platform with other batteries, but the issue remained. The customer did not provide any further information regarding the details of the cardiac arrest call. Return of spontaneous circulation (rosc) to the patient was not achieved, and the patient was later pronounced dead. Per the customer, the patient's death was not related to the autopulse system.